Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measured approximately 0.438" x 0.135" in size. The instrument was found to have a broken conductor wire at tube adapter. No signs of thermal damage were observed. The instrument was found to have dislodged electrical contacts and were not returned with the instrument. Missing pieces measured approximately 2 of 0.034" x 0.178" and 2 of 0.034" x 0.031" in sizes. The instrument was found to have mechanical indentations on the tube adapter. The complaint was confirmed by failure analysis.

Event description:
It was reported that the single-port monopolar cautery instrument (mci) tip was bent and broken. In addition, the customer stated that the instrument tip was "mangled like it was burned or melted". No fragment fell inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) advanced failure analysis confirmed the instrument's tube adapter is broken and almost completely missing, along with the instrument's contacts. There does not appear to be thermal damage on the instrument. The instrument appears to have a broken snake wrist cable at the distal end.

Event description:
Refer to h11 for follow-up information.